Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A manual insulin injection was used to address bg. Reportedly, high bg was due to the customer not having an active cgm session on and because their bg meter was not working. Customer declined troubleshooting with tandem technical support.